Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped in. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect and clean the pump's pneumatic tap area, remove an o-ring that was causing the issue, and fill a new cartridge. The caller successfully completed the loading process and resumed insulin delivery.